Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. Investigation summary: received: lot # 6264726: 1 each - the package was received partially open at both ends. Lot # 6008823: 1 each - the package received was not open. Lot #: 7226533: 4 packages were received partially open at one end. 5 packages received were not open . Lot #: 7248854: 1 each - the package received was not open. Lot #: 7282825: 2 eaches - both of the packages were received partially open at both ends. Lot #: 7349893: 3 packages were received partially open at one end. 1 package was not open. Lot #: 8067945: 1 each - the package was received open at both ends. Some of the packages were partially opened, but this is the basis of the complaint. DHR review was performed on the following lot number: 6264726- a total of (B)(4) units were manufactured on afa line 9 from september 24, 2016 thru september 26, 2016 and packaged on packaging line 10 from (B)(6) 2016 thru (B)(6) 2016. Td 2015-79 was in place during the production of this lot number and (B)(4) was initiated for ¿missing inspection¿ and disposition of the product, root cause and corrective action were applied according to the quality control plan. No qns were found on any of the remainder lot numbers associated with this investigation and all other challenge, set-up and in process samples were performed in accordance with the quality control plan and all passed per specifications. (B)(4)- a total of (B)(4) units were manufactured on afa line 9 from january 21, 2016 thru january 24, 2016 and packaged on packaging line 10 from (B)(6) 2016 thru (B)(6) 2016. (B)(4)- a total of (B)(4) units were manufactured on afa line 9 from august 21, 2017 thru august 25, 2017 and packaged on packaging line 10 from (B)(6) 2017 thru (B)(6)2017. 7228854- a total of (B)(4) units were manufactured on afa line 9 from september 7, 2017 thru september 9, 2017 and packaged on packaging line 10 from (B)(6)2017 thru (B)(6) 2017. 7282825- a total of (B)(4) units were manufactured on afa line 9 from october 16, 2017 thru october 19, 2017 and packaged on packaging line 10 from (B)(6) 2017 thru (B)(6)2017. 7349893- a total of (B)(4) units were manufactured on afa line 9 from january 3, 2018 through january 4, 2018 and packaged on packaging line 10 on (B)(6)2018. 8067945- a total of 181,610 units were manufactured on afa line 10 from march 11, 2018 through march 15, 2018 and packaged on packaging line 10 from march 22, 2018 thru march 24, 2018. Water-leak test: the water leak test was performed on all of the packages that were not open ¿ no leakage was observed on any of the areas of the packages tested. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned unit that was partially open at one or both ends. Even though the package was received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Supplier oliver-tolas (ot) uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to ot. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. Peura (end user risk analysis: the peura (end user risk analysis), rm5835 rev 12 version j, was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. CAPA 48637 was initiated to address the issue of open seal complaints. Tasks associated with the CAPA plan have been completed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with bc packaging was slightly opened. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6264726, medical device expiration date: 2019-08-31, device manufacture date: 2016-09-20. Medical device lot #: 6008823, medical device expiration date: 2018-12-31, device manufacture date: 2016-01-08. Medical device lot #: 7226533, medical device expiration date: 2020-07-31, device manufacture date: 2017-08-14. Medical device lot #: 7248854, medical device expiration date: 2020-08-31, device manufacture date: 2017-09-05 . Medical device lot #: 7282825, medical device expiration date: 2019-08-31, device manufacture date: 2016-09-20. Medical device lot #: 7349893, medical device expiration date: 2020-12-31, device manufacture date: 2018-01-03. Medical device lot #: 8067945, medical device expiration date: 2021-02-28, device manufacture date: 2018-03-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with bc packaging was slightly opened. There was no report of exposure, injury or medical intervention.